Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the sutures were still present at the handle of the device. The anchor was not visible. A visual inspection revealed that the sutures were present in the device, but the anchor was not returned. The sutures were inspected. They were not broken or frayed. The device did not have any visual issues. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a repair of shoulder instability, the suture in the osteoraptor broke after the anchor was implanted. The procedure was successfully completed without delay using a back-up device into an additional bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.